Event description:
Customer reportedly received the following results on the advantage system within 10 minutes: 351 mg/dl, 380 mg/dl, and 161 mg/dl. No actions taken based on device results. No adverse event related to the device reported. Requested return of suspect device, however, customer did not return test strips; replacement was sent.